Event description:
The user facility reported to terumo cardiovascular sys corp that during cardiopulmonary bypass, they experienced insufficient co2 removal values while using the rx15 oxygenator.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).